Event description:
It was reported patient was scheduled for a pump exchange and upon exposure of the pump, it was observed the connector had a break and was mostly disconnected from pump. A revision of the catheter was performed. There were no patient symptoms or injuries reported. The drug being used in the pump was hydromorphone.

Event description:
Additional information was received. It was reported that the surgery was for a routine pump replacement. The break was in the silicone part of the connector, which was almost cut in half lengthwise. The reporter assumed that the patient was doing well.

Manufacturer narrative:
Product ID: 8835, serial#: (B)(4), product type: programmer, patient; product ID: 8709, lot#: l74640, implanted: (B)(6) 2000, product type: catheter. (B)(4).